Event description:
It was reported that the atrial sensing seemed to out of specification on the external pulse generator (epg). Technical services suggested logging the rates and comparing them to other devices or return the device for calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.